Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) stated that autofill error 37 - occurs in k1 failure. Replaced the fill manifold assembly, checked automatic filling, and it worked normally. Implementation of regular inspections and cleaning the inside of the main unit, replacing the safety disk, tidal disk, and battery for the critical alarm. The inspection based on the inspection record table is carried out, and the result is good.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an automatic filling, safety disk replacement consideration message and alarm sounded, and the balloon was not expanded or deflated. Suspecting a balloon leak, the new product was opened. The device was replaced with a replacement device on the (B)(6) 2022, the next day, and the take-out service confirmed it, but the details are unknown. There was no damage to the patient. Related balloon complaint: (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Event site name: (B)(6).